Event description:
It was reported that this right ventricular (rv) lead had noise oversensing resulting in the delivery of inappropriate shock and anti-tachycardia pacing (atp) therapy. A lead fracture was suspected by the physician as well as technical services (ts). Ts also noted high out of range pacing impedances, which triggered the signal artifact monitor (sam) to disable the minute ventilation (mv) feature. Additional information is being requested from the field. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Updated b5 describe event or problem field with additional information received from the field.

Event description:
It was reported that this right ventricular (rv) lead had noise oversensing resulting in the delivery of inappropriate shock and anti-tachycardia pacing (atp) therapy. A lead fracture was suspected by the physician as well as technical services (ts). Ts also noted high out of range pacing impedances, which triggered the signal artifact monitor (sam) to disable the minute ventilation (mv) feature. Additional information is being requested from the field. No additional adverse patient effects were reported. Additional information was received from the field. It was observed that this device was set up to monitor only due to the delivery of inappropriate therapy. No additional adverse patient effects were reported. Additional information was received from the field. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b5 describe event or problem field with additional information received from the field.

Event description:
It was reported that this right ventricular (rv) lead had noise oversensing resulting in the delivery of inappropriate shock and anti-tachycardia pacing (atp) therapy. A lead fracture was suspected by the physician as well as technical services (ts). Ts also noted high out of range pacing impedances, which triggered the signal artifact monitor (sam) to disable the minute ventilation (mv) feature. Additional information is being requested from the field. No additional adverse patient effects were reported. Additional information was received from the field. It was observed that this device was set up to monitor only due to the delivery of inappropriate therapy. No additional adverse patient effects were reported.